Event description:
It was reported that they were unable to adjust stimulation because the patient programmer (pp) would not communicate with the implantable neurostimulator (ins). The patient attempted to use the implantable neurostimulator recharger (insr) and the reposition screen appeared. They were unable to communicate with the pp or the insr. The patient last felt stimulation about one week prior to the report. It was later reported that the patient¿s pp wasn¿t working and wouldn¿t power on at all which started about a week prior to the report. New batteries were tried. No patient harm reported. Upon device return, analysis found the antenna jack was resoldered as a preventative measure. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID 97740, serial# (B)(4), product type programmer, patient. Product ID 97740, serial# (B)(4), product type programmer, patient. Product ID 97754, serial# (B)(4), product type recharger. Product ID 977a260, serial# (B)(4), implanted: 2014-(B)(6), product type lead. Product ID 977a260, serial# (B)(4), implanted: 2014-(B)(6), product type lead. (B)(4).